Event description:
At 14 days after the primary, the patient came in reporting pain after twisting the leg and breaking the femur just below the tip of the stem. The surgeon revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 february 2022. Lot 2108014: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-oct-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director. Few days after primary cementless tha a periprosthetic fracture occurs with no trauma reported. It is conceivable that during surgery, in particular during femoral preparation, the bone may have been weakened and a least-resistance area may have been created. This is a known possible adverse event following tha and there is no reason to suspect that it is due to a defect in the implanted device or in the preparing instruments.